Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
The resident¿s foot reportedly slipped off the platform of the sara flex lift. The customer staff provided two differing accounts of the event. In the first version, staff reported that the resident was weak and her legs were giving out. The staff decided to lower the resident to the floor. During this process, the resident allegedly attempted to reposition herself in the lift and subsequently heard a ¿pop.¿ in the second version, the resident¿s foot reportedly slipped off the platform during the transfer. Staff noted that the resident has a pre-existing foot deformity, which may have contributed to the loss of positioning. The resident sustained a left femur fracture and subsequently underwent surgery. The lift was inspected by the arjo representataive, and no issues were observed.